Manufacturer narrative:
It was reported that around 4 months after placement, the stent was found fractured and was removed. As a result of analysis of returned device, only the stent was returned. About 2 cm of the fractured stent was covered with foreign materials. It was successfully passed in the criteria of manufacturing and inspection as a result of confirmation of device history record for the relevant product. Fracture can be occur by other company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. In addition, migration can occur in any company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. Duodenum structure where stent was implanted is a part with active peristalsis. Stent can be frequently pressured due to patient's lesion status, and fracture be possible. However, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. It is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. However, based on the description, "the stent was fractured, and the proximal side of the fractured stent had fallen into the stomach" and stent being fractured and foreign material on the stent, it is assumed stent fracture occurred due to the combination of continuous stress on the stent from the pressure generated from the patient's lesion, peristalsis of organs and other factors complexly. It is assumed that this caused re-stenosis and an additional stent was placed. Then, it is considered the stent fell into the stomach and was removed. In the user manual by taewoong, it is stated that "potential complications associated with the use of niti-s & comvi stent may include, but are not limited to: stent fracture, stent migration". This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
On (B)(6) 2024: dxdt2215 was placed in the antrum of stomach to the second part of duodenum. On (B)(6) 2024: the physician found that the stent was fractured, and the proximal side of the fractured stent had fallen into the stomach. It was removed from the patient's body. There are no tissue damage from fractured stent and no problems with removal. A stent fracture led to re-stenosis in the antrum of stomach, whose length is the same as the length of the fractured stent, so an additional stet (dxdt2215) was placed. The length of the stenosis was shorter than 15cm, but dxdt2215 was selected for placement to match the proximal side from the distal side. The physician understood that our stents can be fractured from this case. There were no patient complications as a result of this event.

Manufacturer narrative:
It was reported that around 4 months after placement, the stent was found fractured and was removed. It was successfully passed in the criteria of manufacturing and inspection as a result of confirmation of device history record for the relevant product. However, it is hard to exactly analyze since the product was not returned yet. Investigation will be conducted once device is returned and if there is any update we will send follow-up report accordingly.

Event description:
(B)(6) 2024: dxdt2215 was placed in the antrum of stomach to the second part of duodenum. (B)(6) 2024: the physician found that the stent was fractured, and the proximal side of the fractured stent had fallen into the stomach. It was removed from the patient's body. There are no tissue damage from fractured stent and no problems with removal. A stent fracture led to re-stenosis in the antrum of stomach, whose length is the same as the length of the fractured stent, so an additional stet (dxdt2215) was placed. The length of the stenosis was shorter than 15cm, but dxdt2215 was selected for placement to match the proximal side from the distal side. The physician understood that our stents can be fractured from this case. There were no patient complications as a result of this event.